Event description:
It was reported that the patient's transfer set spontaneously disconnected from the titanium adapter. The patient developed peritonitis as a result. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for 3 weeks for the peritonitis. The patient was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced bacterial peritonitis. The patient was hospitalized for two days for this event, and then continued antibiotic therapy as an outpatient. The cause of the peritonitis was that the transfer set disconnected from the titanium adapter and the patient reconnected. At the time of this report, the patient had recovered from this event and continued pd therapy. The patient had been retrained in aseptic technique.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted. Same patient/event as (B)(4).